Event description:
A tandem mobi cartridge alarm was reported, occurring during the load process. Blood glucose levels did not exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The caller was unable to reload the original cartridge, so cts assisted in loading a new cartridge using proper techniques. The issue was resolved, and the caller successfully resumed insulin therapy.